Event description:
Pt hospitalized for hyperglycemia. Pt had been ill with the flu since 10/26/99. On 10/29/99, her blood glucose was 400-500. Ketones were present. She had changed the cartridge and infusion set. Blood glucose did not come down. Taken to ER where she was admitted for hyperglycemia. Physician feels hyperglycemia was due to pt's influenza.